Manufacturer narrative:
Sorin group (B)(4) manufactures the scp centrifugal pump. This incident occurred at advocate (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The pump was returned to sorin group (B)(4) for evaluation. The investigation is on-going. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group received a report that the scp pump intermittently stops and has a grinding noise. There was no report of patient injury as a result of this incident.